Event description:
It was reported that the patient had continuous low flow alarms. Pump flow was 2.3-2.5 lpm. The patient had weakened right heart function. A request for low flow threshold adjustment was made. Additional information revealed that the patient experienced runs of atrial fibrillation and was cardioverted on (B)(6) 2022. The patient was in sinus rhythm after cardioversion. The patient had an episode of emesis which led to hypoxemia and low mixed venous oxygen gas. They recovered temporarily, but due to worsening hypoxemia, dyspnea, and right heart failure, they were reintubated. The pump speed was decreased to 4700 rpm to allow more time for the right ventricle (rv) to eject. They were successfully cardioverted for atrial fibrillation with rapid ventricular response (rvr) but continued to be hypotensive requiring epinephrine infusion lactate then rose up to 8.5 despite lower central venous pressure (cvp) and improvement in blood pressure (bp). Repeat transesophageal echocardiogram (tte) showed a small left ventricle (lv), severe rv dysfunction and severe tricuspid regurgitation (tr). Tee was done due to concern for tamponade due to small rv chamber size, but only a small effusion was seen and there was no tamponade physiology. A multidisciplinary decision was made to take the patient to the catheter lab for implant of an impella rp to mechanically support the rv.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19jan2022. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia, multiple types of organ failure and dysfunction (including right heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was additionally reported that the patient passed away on (B)(6) 2022. The patient had severe right heart failure and proceeded to have multi-system organ failure. The family decided to withdraw care. It was reported that the patients outcome was not device or therapy related.